Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was having a problem and could not seem to find anybody to help her. The problem had been going on since implant on (B)(6). The patient could not go to town without messing in her pants everyday and she had gotten so stressed out and depressed that she was ready to commit suicide. The patient could not handle it anymore. Patient services reviewed that the patient had also called on related call and inquired if these were the same problems the patient was referring to? The patient stated yes, but it was worse now than it ever was. The patient was seeing a new doctor and she met with a manufacturer's representative who reset the interstim, and it had been worse ever since she reset it. This was about a month ago. The patient couldn't get back in touch with the manufacturer's representative again. Patient services reviewed in the patient's previous call she referred to working with someone on adding a new program and asked if this was what the patient was referring to now, and the patient confirmed yes it was. The patient stated she has appointment with hcp (healthcare provider) on wednesday (week from today). The patient thought there was something wrong because it hurt and hurt to lay and sit down, and did not feel the same way it used to. These changes started in the past month. Patient services reviewed the patient could try decreasing or turning stim off to see if this helps. The patient stated it was not hurting that way, the actual implant itself hurt. Patient services offered to connect the patient with crisis line regarding her remarks about committing suicide. The patient declined saying she will be ok. The patient didn't really want to go to her son's house tomorrow because she was afraid to eat and didn't know what will happen and it happens without warning. The patient was also taking medication for diarrhea called welchol that her hcp gave her before implant. The patient stated it says she can take 3 a day, but usually she takes one a day if she has an accident and it seemed to help some, but the patient didn't want to have to keep taking these pills.

Event description:
It was initially reported on (B)(6) 2014 that the patient never had therapeutic effect. The event or symptoms occurred following an implant. The patient was not sure what was going on with ¿this thing¿. No success was noted and doing the same thing as before. Everything the patient eats they were still having accidents. The morning of the initially reported event date the patient ate a bagel for breakfast and got up to use bathroom and already messed in pants. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their manufacturer representative. It was later reported on (B)(6) 2014 that the patient was not happy at all. She was having more problems than before implant. While traveling there was a couple of times she messed in her pants without knowing. The patient had been taking diarrhea medicine every day and wearing pads. The patient kept thinking it would get better. The patient talked to somebody one time. The patient noted: she set me up with another program. They set it on 2 and it seemed to help for a while. The patient was supposed to find her a closer doctor but keeps missing her phone call. Since implant, her stomach was growling and rolling all the time. Sometimes, like at night, it sounds like water washing around. The sound keeps her awake. This was not going on before implant. The patient wondered if the foods she ate had anything to do with it. The patient noted never having therapeutic effect. The patient stated it seemed like it (the implantable neurostimulator (ins) had moved around on her and it hurt. She was not feeling any stimulation. The patient was asked if she meant the pocket where the implant was located and the patient said "yes." It hurt to lay on her side. The patient wanted to try changing programs to see if that helped. It was noted: stim on, program 2 at 1.2. Patient services helped the patient to navigate to the other programs which were: 3 at 0.7, 4 at 1.6 and 1 at 1.7. The patient wanted to try program 3 and increase to 1.7. The patient stated she would try it there for a while. The patient was sent patient manual, dvd, quickguide and symptom diary. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0cvem, implanted: (B)(6) 2014, product type lead. (B)(4).